Event description:
It was reported to manufacturer that the treating physician believed that the vns patients "lead was not working". Additional info was received by the treating physician which revealed that a recent diagnostic test resulted in high lead impedance with the end of service status set to no. X-rays were taken and the radiologist assessed that the lead was "fractured distally". The physician disabled stimulation of the device following the finding on the x-ray. There was no note of trauma or other believed cause for the lead fracture observed. Revision surgery is likely to occur.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.